Manufacturer narrative:
An event regarding trunnionosis and muscle wear involving a v40 cocr lfit head 36mm/0 was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final sock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact root cause could not be determined because no medical information was provided. No further investigation for this event is possible at this time as no devices and/or insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised patient's right hip due to suspected trunnionosis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Surgeon revised patient's right hip due to suspected trunnionosis.